Event description:
South africa final reporting 2021-74683,pr :(B)(6). Names of any other regulatory authorities to which these events have been reported: u.s. Food and drug administration date of the reports: 11/30/2021. Serial number/lot number: unknown. Batch number: na. Software version: na. Current known location of the medical device involved in the event: unknown any hcr / licensed manufacturer, or licensed distributor comments: na any other countries in which the medical device is known to be on sale or supplied: albania, argentina, australia, austria, azerbaijan, bahrain, bangladesh, belarus, belgium, bosnia, botswana, brazil, brunei, bulgaria, canada, caribbean, central america, chile, china, colombia, croatia, cyprus, czech republic, denmark, dominican republic, ecuador, egypt, estonia, finland, france, georgia, germany, greece, hong kong, hungary, iceland, india, indonesia, ireland, israel, italy, japan, jordan, kazakhstan, kenya, korea, kosovo, kuwait, kyrgyzstan, latvia, lebanon, lithuania, macedonia, malaysia, malta, mauritius, mexico, montenegro, morocco, namibia, netherlands, new zealand, norway, oman, pakistan/afghanistan, peru, philippines, poland, portugal, puerto rico, qatar, romania, russia, saudi arabia, serbia, singapore, slovakia, slovenia, south africa, spain, sri lanka, sweden, switzerland, taiwan, thailand, turkey, united kingdom, ukraine, united arab emirates, uruguay, united states, uzbekistan, vietnam, zambia. Table 1: sales data: south africa sales: [56110] worldwide (excluding south africa) sales: [11427861] sales search criteria: clear cut knives product family from 01-dec-2020 to 30-nov-2021. Table 2a: similar events data (similar events are presented irrespective of root cause) cutting instrument dull. South africa similar events: 4*. Worldwide (excluding south africa) similar events: 800. Similar events search criteria: clear cut instrument product family with event codes for clear cut instrument blade dull table 2b: rate (per 1000) south africa rate: 0.071289 worldwide (excluding south africa) rate: 0.070004.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the knives were blunt; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a pak label, the reported product and lot information is confirmed. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that ophthalmic knives were found to be blunt. Procedure details and patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
Five opened intrepid knives in bp trays were received for the report of the knives were blunt. The returned samples were visually inspected and were found non-conforming with damaged tips and/or a damaged cutting edge. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a pak label, the reported product and lot information is confirmed. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and cutting edge exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Five opened intrepid knives in blade protector (bp) trays were received for the report of the knives were blunt. The returned samples were visually inspected and were found non-conforming with damaged tips and/or a damaged cutting edge. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a pak label, the reported product and lot information is confirmed. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and cutting edge exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).